Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the tunneling adapter became disconnected could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files revealed events that appeared consistent with implant, and no notable events or alarms were captured. The device appeared to operate as intended at the set speed. The account indicated that the tunneling adapter will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revisions of the IFU can be found on the eifu page of the abbott website. Section 5 of the IFU, "surgical procedures", describes how to attach the tunneling adapter and how to create the driveline exit site. This section instructs the user to ensure that the tunneling adapter is completely screwed down tight by covering the yellow line on the pump cable in-line connector. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some possible contamination at implant with the driveline, but the site felt that the connection was made dry and clean. The patient was being proactively monitored. Log files were sent for review. The log file contained data as newly programmed controller connected to (B)(6) on (B)(6) 2026 at 11:04. After the programming, the event log file captured 4 brief low flow estimates when the pulsatility index (pi) was elevated. The event log file also contained a few clusters of pi events on 20jan2026. There were no notable alarm conditions or parameter changes seen in log file. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no issue screwing the tunneling adapter to the pump cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The connection at the tunneller and driveline became disconnected when pulling through the skin. There was no adverse event or delay to surgery. The patient was stable. The plan of care was to have log files reviewed for any issues or electrical faults.